Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure, the exact procedure date is unknown however, it is approximately six weeks prior to (B)(6), 2010. According to the complainant, post procedure on (B)(6), 2010, the nurse had problems attaching the feeding tube to the peg connector. The nurse used adhesive to attach the two devices in order to provide the patient with nutrition. The patient experienced leakage due to the problems with the connector. A new y-port device was used to resolve the issue. The patient's condition at the conclusion of the procedure was reported to be stable.